Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sample had poor barrier separation and this caused a delay in treatment with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: specimen collection details: sample came from a pediatric gp. Details of specimen collection not known. Estimated time from sample collection to sample received was about 3-4 hours from collection time. Specimen processing: sample receiving staff did not take not whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted, and loaded into centrifuge for processing. Post centrifugation: gel layer was sitting topmost layer according to lab manager. Lot no.: lot number 8085877, exp date: 2019-09. Other information: specimen came from a (B)(6) patient, who had atopic eczema. Allergy test was requested by gp. Requested for a redraw. The redrawn sample also yielded the same outcome. Did not redraw the same on their site as they do not draw pediatric samples.

Event description:
It was reported that sample had poor barrier separation and this caused a delay in treatment with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: specimen collection details: sample came from a pediatric gp; details of specimen collection not known. Estimated time from sample collection to sample received was about 3-4 hours from collection time. Specimen processing: sample receiving staff did not take not whether there was serum or the sample was fully clotted when specimen came in. Sample was assumed to be clotted and loaded into centrifuge for processing. Post centrifugation: gel layer was sitting topmost layer according to lab manager. Lot no.: lot number 8085877, exp date: 2019-09. Other information: specimen came from a 5 year old patient, who had atopic eczema. Allergy test was requested by gp; requested for a redraw. The redrawn sample also yielded the same outcome. Did not redraw the same on their site as they do not draw pediatric samples.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.